Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was unable to take a 3d spin. Site reported a loud "clunking noise" when they tried to take the spin. They recentered the tube, then tried to take a 2d image but it would not expose. They used another imaging system to complete the case. This issue occurred intra operatively. No additional information was provided.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and ensured that the door and gantry were aligned. Took logs and began to use the system. Could not reproduce failure. Returning system to customer. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.